Event description:
It was reported this balloon burst well above its rated burst pressure during a dilatation of a re-stenosed arteriovenous fistula graft. Follow-up indicated significant resistance was encountered during withdrawal attempts of the balloon catheter through the introducer sheath. The introducer sheath was exchanged for a larger sheath; however, resistance was still encountered upon withdrawal. A snare was advanced to grasp the distal end of the balloon to help facilitate removal. Following continual exertion against resistance, the catheter shaft subsequently broke proximal to the balloon, leaving the distal segment in the pt's graft. The detached balloon segment, which was still enclosed in the snare, was retrieved successfully via a cut-down procedure. The pt's condition is good. The device was destroyed by the user facility and is not available for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The co's follow-up revealed this balloon was inflated well beyond its rated burst pressure. It was also indicated significant resistance was encountered during withdrawal attempts of the balloon catheter through the introducer sheath. The co believes these factors may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. Directions for use: "the rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.. Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel".